Manufacturer narrative:
Unit received scratched case, pillowing keypad overlay, missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer indicated that they returned their insulin pump. The customer's blood glucose level was not known at the time. No further details given.